Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal wouldn't "snap;" it wouldn't deploy. A new kit was used to complete the procedure. There were no patient effects. The surgeon's name is unknown. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the delivery tube was returned stuck in the loading device. The seal and the tension spring assembly were inside the body of the loader, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the visual observations, the reported complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).